Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A site representative reported that, while outside of a procedure, the imaging system would not power on. It was noted that the viewing station of the imaging system would power on and that the interface (umbilical) cable was connected. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The software investigation of the logs found that the reported event was related to a software issue. The issue was the pendant firmware which failed to respond to the image acquisition system (ias) application. This issue was documented in a medtronic navigation software anomaly tracking database.